Manufacturer narrative:
The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope, what the foreign material was, or whether the endoscope was used for a procedure with the foreign material attached to it. There may have been a delay in the start of precleaning. It is unknown if reprocessing steps followed the instructions for use. The facilities use an olympus reprocessor. The device was returned to olympus for evaluation. The customer¿s allegation was confirmed. Additional findings were nonreportable: insufficient angulation, connector air leak, angulation play, plastic distal end cover, image guide snake pipe, switch1, switch2 all showed a scratch, bending section cover adhesion crack, bending section cover adhesion cloudiness, light guide lens adhesion cloudiness and objective lens adhesion peeling, plastic distal end cover discoloration, and connector damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the angulation malfunctioned on the evis lucera elite gastrointestinal videoscope. Inspection and testing of the returned device found foreign matter clogging in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.